Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (values not provided). Cause of event was due to bent infusion set cannulas. Type of infusion set used was not reported. Customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.